Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a male patient. There was no patient information. Return product is not available for investigation. Method date tested result lot# I-stat (B)(6) 2026 13:23 830.5 ng/l b26053a I-stat (B)(6) 2026 13:50 500.9 ng/l c26118coredx alinity (B)(6) 2026 13:59 13.0 pg/ml n/athere are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% cisex n (ng/l, pg/ml) (ng/l, pg/ml)female 490 13 (10, 17)male 404 28 (19, 58)overall 895 21 (14, 30)

Manufacturer narrative:
Apoc incident # (B)(4)addtional lot to be investigated.lot#: c26118.expiry date: 04-jan-2027.mfg date: 28-apr-2026.apoc labeling will be evaluated during the investigation as pertaining to the event.